Event description:
It was reported that the surgeon placed the femur block on and noted that it was rocking and did not fit as well as other femur blocks. Surgeon pinned and cut through the block. The anterior resection severely notched, and the surgeon bailed to a legion revision with a stem.

Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
The rep confirmed there was a delay of 30 min and that the surgeon had to cut more bone than expected.